Event description:
Initial (B)(6) 2026): this reportable incident was received via email in reference to compound w nitrofreeze. The consumer used compound w nitrofreeze for a wart on her finger and "sparks emitted" and flew into her eye causing her to feel that something is in her eye. She reported that she was going to see an ophthalmologist. This case outcome is unknown. Meddra version 29.0 expectedness: foreign body sensation in eyes: unexpected device malfunction: unexpected. According to the company reference safety information.